Event description:
It was reported that prior to use of the bd vacutainer® edta 2k tube, it was observed that a tube contained black dots in the plastic. There were no health impact or consequences reported.

Manufacturer narrative:
The manufacturing location for this product is fukushima, japan. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1 initial reporter facility name: (B)(6). Investigation summary: bd received 1 sample and 4 photos for investigation. The photo was reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.